Manufacturer narrative:
The investigation determined that a patient sample was potentially dispensed into an unintended tube/cup when processed using a vitros 5600 integrated system. The investigation identified a software anomaly associated with a specific sequence of events that allows an aspirated sample to be returned into an unintended tube/cup position of a sample tray using a vitros 5600 integrated system. This can lead to the generation and reporting of a test result, or series of results, that do not reflect the patient' condition and could lead to inappropriate intervention with the potential for serious injury to the patient. (B)(4). Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
A retrospective review of e-connectivity data to support an ortho clinical diagnostic investigation identified a sample fluid that was likely aspirated from an unintended tube/cup when processed on a vitros 5600 system. No result was generated from the aspirated sample, however the sample was likely returned into an unintended tube/cup which can cause a contamination of another sample and lead to erroneous results. It was initially unknown if patient sample results were affected and reported to a health care provider as the customer did not report the event directly to ortho clinical diagnostics. However, ortho contacted the customer directly to review the event and affected patient samples. The customer reviewed results associated with the (B)(6) 2016 event and did not detect any variation that would require corrective action. There were no allegations of patient harm as a result of this event. (B)(4).